Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was broken. The first ins the patient had everything was going fine and then they had a car wreck. The patient first said the car wreck was on (B)(6) 2013 and then said they weren¿t sure of the month and date, but it was in 2013. After the car wreck the patient knew something was going on because it wasn¿t working. They ran tests in (B)(6) 2013 and it was determined then that it was broke. The patient wasn¿t sure if it was the ins or lead that broke or if the lead moved. The patient¿s health care provider (hcp) only said it broke. The full system of the first implant had to be replaced in (B)(6) 2013 because it broke after the car wreck and the second implant was doing just fine. The patient had a stroke at the end of (B)(6) 2013 and it was hard for them to remember things.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3889-28, lot# j0455358v, implanted: (B)(6) 2005, product type: lead. (B)(4).